Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis (ipp) pump due to a dimpled pump. No patient complications were reported.

Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the clinical observation of a dimpled pump was due to a pump activation issue due to pump malfunction. Device history record (DHR): the device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Device technical analysis: the pump underwent visual inspection and leak and functionality testing. Inspection noted wear consistent with use and no leaks were found. The pump did not pass the valve activate state test which determines if fluid moves appropriately through the system when pressure is applied. Product analysis concluded these activation issues could affect the functionality of the device; a pump malfunction was confirmed. Labeling review: the device instructions for use (IFU) was reviewed. There is no objective evidence that the user did not properly handle or use the device according to the IFU. Additionally, the reported events do not contain an allegation against the labeling. Investigation conclusion: the pump underwent visual inspection and leak and functionality testing. Inspection noted wear consistent with use and no leaks were found. The pump did not pass the valve activate state test which determines if fluid moves appropriately through the system when pressure is applied. Product analysis concluded these activation issues could affect the functionality of the device; a pump malfunction was confirmed.

Event description:
It was reported that the patient had a surgery to replace an inflatable penile prosthesis (ipp) pump due to a dimpled pump. No patient complications were reported.